Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following chapters contain a detailed description of the reprocessing process, based on a review of the contents of the product's instruction manual at the time of shipment: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full establishment name: (B)(6). The device was returned to olympus for evaluation, the customer allegation was confirmed. In addition to the reportable malfunction described , the evaluation found that the leakage is coming from the biopsy channel/insertion part/distal end/biopsy channel leak. The investigation is ongoing and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing the uretero-reno videoscope failed the leak test. During evaluation foreign material fell from the biopsy channel. There were no reports of patient harm associate with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.